Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 9. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.